Event description:
The customer reported to vyaire medical that the vela ventilator immediately when powered on vent inop (ventilator inoperable), motor fault, high rate, low pip (peak inspiratory pressure), low ve (minute ventilation) and xdcr fault (transducer fault) alarms triggered. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. However the customer troubleshoots the device performed transducer tests and calibrations device passed all testing and calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.